Event description:
It was reported that a patient underwent a myomectomy procedure in 2007. Prior to use on the patient, the surgeon connected the handpiece to the motor drive unit (mdu) but when he pressed the mdu pedal, he heard a grinding noise and the blade did not turn. The same problem occured with a second handpiece. The procedure was completed with a different device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 05/25/2007, the product upon which this medwatch was based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.